Manufacturer narrative:
(B)(4).

Event description:
The alleged transmitter was not returned but the transmitter with serial number (B)(4) was received and evaluated. An external visual inspection was performed and passed. Voltage testing was performed and failed. No data was provided for this transmitter.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. A review of the share logs was performed and a loss of connection was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.